Manufacturer narrative:
(B)(4). Results and conclusion: (calcified vessels).

Event description:
A talent stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the delivery system was unable to pass through the calcified vessels. The physician tried to access both sides, but the graft would not pass. The device did kink, due to the calcification. There was a chunk of calcium right at the bifurcation that prevented them from getting up either side. No clinical sequelae were reported, and the pt is fine.